Event description:
It was reported that the patient's ipg became unable to communicate with external devices. It is unknown if the patient stopped charging their ipg as recommended. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
B1 correction: product problem was not previously checked. H6 correction: health effect - clinical code should include 1924 - failure of implant as it was not previously submitted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section a4: pt weight has been provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.